Manufacturer narrative:
The tech replaced the trendenlenburg valve to resolve the issue.

Event description:
The tech alleged that the brake casters were rolling after the brake was set. No pt impact.